Event description:
It was reported that when an asymptomatic patient presented in the operating room for a routine device change out, externalized conductors were observed. Decreased r-wave amplitude was also noted. The lead was explanted and replaced. The patient received no adverse consequence.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 11.6-12.0cm, 30.3-31.2cm, and 32.2-32.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.2-8.1cm, 9.8-11.4cm, and 19.4-19.9cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 28.2-29.7cm from the distal tip. The etfe coating was damaged during explant at these locations. Internal insulation abrasion under the svc shock coil was noted at 25.5-25.6cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of a sensing anomaly.